Manufacturer narrative:
Evaluation results: deformation problem (balloon). Operational problem - event most likely procedural related, no issues noted during device inspection and preparation prior to use, lesion that exhibited over 90% stenosis. Evaluation conclusion: operational context caused or contributed to the event -e vent most likely procedural related, no issues noted during device inspection and preparation prior to use, lesion that exhibited over 90% stenosis.

Manufacturer narrative:
Evaluation results: root cause is undetermined. Patient¿s condition affected effectiveness of device-90% stenosis. No device returned. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition-90% stenosis. Root cause is undetermined. (B)(4).

Event description:
Evaluation summary: traces of radio opaque solution were detected in the inflation line. A longitudinal burst was detected on the balloon surface. No other damage was identified image review: the cine images show the balloon positioning in the target lesion (reported 90%) and the balloon inflation. The images do not capture the balloon burst.

Event description:
The physician was using a reef hp pta balloon catheter to treat a lesion that exhibited over 90% stenosis. No abnormalities noted during preparation and inspection of the device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted during delivery of the device to lesion. During the first inflation the balloon burst at 6 atm in the vessel before reaching nominal pressure of 10atm. There is an orientation by the manufacturer that the nominal pressure is 10atm and 22atm for burst pressure. The lesion was treated with another reef balloon. No patient injury or other sequelae were reported for this event.